Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 518 mg/dl at the time of incident and the other blood glucose level was ranging from 200 to 400 mg/dl. Customer treated with insulin pump and manual injection. Customer stated that the insulin pump was making the noise when rewinding the pump. Troubleshooting was performed but the issue was not resolved. The product will be returned for analysis.

Manufacturer narrative:
Device alarmed compromised forced sensor system during the prime test at 4.0 lbs and alarmed motor error during the basic occlusion test due to faulty force sensor resistor (gold). Unable to perform the occlusion test, excessive no delivery test and the dat test due to compromised forced sensor system alarm. All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind, self test and unexpected restart error test. No unexpected motor noise noted during testing. The motor functions properly during testing. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. Device had minor scratched display window, scratched case, broken belt clip slot, scratched reservoir tube window, a partially broken reservoir tube lip and a stained end cap sticker.